Manufacturer narrative:
Device was returned to the manufacturing site as documented in section d9. The device evaluation was completed on dec-3-2025 as shown below:: during the investigation, the received failure description "gas supply from the insufflator was occasionally slow" could not be confirmed. No error was detected during the initial test. Therefore, an endurance test was carried out where the error also did not occur. And after checking the log file, no error was detected. The customer has provided a video of the reported issue. Through analysis of the provided video it was determined that a filter and a hose adapter were used on the patient connection of the device. Furthermore, it was concluded that the hose adapter is damaged (leak) and therefore the device cannot build up a constant pressure and gas escapes as can be seen from the flow. In addition the filter may also not be tight, as there is a connection opening on the back of the filter. Therefore the cause is determined to a leaky hose connector and a possibly a leaky gas filter and it concluded that the ui500 is not causative for the reported issue. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the surgery, the user found that the gas supply from the insufflator was occasionally slow, with the flow rate remaining below 5l/min and unable to reach the preset pressure value. The user wishes to investigate whether there is a quality issue with the product and provide a reasonable explanation. There was no personnel injury and no additional intervention treatment was required. It was confirmed that the procedure was completed successfully and there were no adverse consequences for the patient, user or a third party. No negative impact in state of health reported.